Manufacturer narrative:
After further investigation, it has been confirmed by the biomedical engineer (bme) that the caster was replaced and parts returned for a root cause analysis of why a wheel/caster would wear out and need to be replaced. The v60 roll stand has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 requesting parts ID replacement for a locking caster due to it being worn. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response, it was confirmed that the caster brake lock is held in place by a plastic tab that over time wears out and snaps. This can be visibly noticeable by the brake pedal not snapping to the upright position when unlocked and will still be down in between the locked and unlocked position causing the brake lever to rattle as the caster turns. Resolution and disposition are pending - investigation ongoing.